Event description:
Complaint stated: leak from stopcock. Analysis determined: stopcock leaks between housing and core. Unit was used in vivo. This was not determined until analysis was completed. Remedial action taken: mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.